Event description:
Dentist contacted ami and stated that the upper hardware has detached itself from the upper appliance. There was no harm to the pt.

Manufacturer narrative:
Ami has repaired the appliance. (B)(4).